Manufacturer narrative:
(B)(4).

Event description:
Per the patient's surgeon, the patient developed an infection and subsequently was administered antibiotics (date not reported) and underwent revision surgery to drain the wound.